Manufacturer narrative:
(B)(4). Evaluation summary: only the stent implant was returned for analysis, thus confirming the reported loose stent. The difficulties removing the protective sheath could not be replicated in a testing environment due to the condition of the returned device. The investigation was unable to determine a conclusive cause for the reported difficulties removing the protective sheath or loose/dislodged stent. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during device preparation of a 4.0 x 23 xience xpedition rx stent delivery system (sds), the stent was observed to be loose on the balloon. The device was not used in the patient. It was reported that resistance was felt when removing the protective sheath. A new device was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.